Event description:
It was reported that the vns pt was scheduled for surgery for a generator replacement due to a low battery. A battery life calculation was performed with the available programming history and supported the claim that the generator battery was likely very low. A call was received from an operating room nurse on the date that surgery was occurring, in which the nurse stated that "when the pt's device was interrogated, it stated high impedance, eos = yes." Technical support was provided that a system diagnostic test should be performed, however, the nurse stated that surgery is about to occur and that she will wait to do the test. She received detailed instructions on how to perform a system diagnostic test. No add'l info was received at the time. Further follow-up with the surgeon's office revealed that the pt did have surgery as scheduled but add'l details of the surgery were not provided. Good faith attempts to obtain add'l info from the surgeon have been made, but no response has been received to date.